Event description:
It was reported the patient saw an elective replacement indicator message on the patient programmer. The patient had an appointment scheduled with the hcp in 2009. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.